Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, as the customer had already completed a reset on their own. The customer will receive a replacement pump with updated software and was instructed on how to store and return the current pump to tandem. The customer will continue using their current pump until the replacement arrives and was also informed about the necessary steps upon receiving the new pump.